Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a loose thumb screw which secures the blood detector. The fse indicated that the blood detector dropped to a position where it prevented full rotation of the front section of the blood sampling valve (bsv) and would not allow the probe wipe to move to the correct position for the backwash of the aspiration probe. The fse proceeded to tighten the screw on the blood detector and adjusted the probe wipe to resolve the issue. The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode of the event is attributed to the position of the blood detector which did not allow the probe wipe to move to the correct position during the backwash cycle. (B)(4).

Event description:
The customer reported a leak of blood from the secondary aspiration probe of the coulter hmx hematology analyzer with autoloader. The customer noted that the leak occurred at the end of sample aspiration cycle while running quality control (qc). The customer indicated that leak consisted primarily of 5c control material and approximately 3 ml of fluid leaked and was not contained within the instrument. The operator was wearing a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.